Event description:
It is reported that: the patient has been in excruciating pain since approximately (B)(6) 2012. The patient has reverted to the place where she was prior to the surgery. The pain is constant in the tzone across the front of her knee. Patient is not fully ambulatory and needs assistance walking and standing. Patient states that if feels as though something is loose in her knee. It is reported that a recent x-ray report identifies a loosening of the cement in the knee. The patient is scheduled for a bone scan.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It is reported that: the patient has been in excruciating pain since approximately (B)(6) 2012. The patient has reverted to the place where she was prior to the surgery. The pain is constant in the tzone across the front of her knee. Patient is not fully ambulatory and needs assistance walking and standing. Patient states that if feels as though something is loose in her knee. It is reported that a recent x-ray report identifies a loosening of the cement in the knee. The patient is scheduled for a bone scan.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.